Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure in the right internal carotid artery with mild calcification, with placement of an rx acculink stent. Patient has a history of asymptomatic bradycardia with a resting heart rate in the high 40's. Post procedure, the patient experienced an episode of asymptomatic bradycardia, with his heart rate dropping to the 30's and 20's. Medication was administered; however, the bradycardia continues. The patient was discharged on (B)(6) 2012 with a heart rate of 39, but in stable condition. No additional information was provided.

Event description:
Subsequent to the initial medwatch report filed on (B)(4) 2012, additional information was received indicating that the patient experienced an episode of hypotension post procedure. Medication was administered and the hypotension resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of bradycardia is listed in the rx acculink carotid stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of bradycardia and hypotension are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.